Manufacturer narrative:
Incident meets requirement of an FDA MDR report based on the reporting precedence established for this product family for the removal of a permanent stent regardless of if the stent was partially or fully deployed and regardless of pt outcome. On evaluation of the returned device, it was noted that the safety wire was not returned with the device. The red shuttle was positioned beyond the point of no return on the device and the stent returned fully deployed and detached from the introducer. It was noted that there were kinks within three stent wires and the membrane was becoming detached. The stent could be opened and closed with no issues. The handle actuated with no issues. It was noted that the introducer had three kinks at the distal end. The customer complaint could be confirmed as the stent was returned with the introducer fully deployed and detached. A possible cause of the kinks within the stent wire and the membrane becoming detached could be due to the deployed stent being withdrawn with the introducer, however, as actual use conditions could not be replicated in the lab we cannot conclusively determine the root cause of this complaint. From the info provided, a little resistance was encountered when advancing the introducer and stent into position. It cannot be determined when the stent became detached from the introducer sys; the initial complaint info received indicates the stent was attached to the introducer when removing from the pt. Prior to distribution, evolution devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the mfg records for ev-20-25-10-e of lot c1012434 did not reveal any discrepancies that could have contributed to this issue. The stent is not intended to be removed and is considered a permanent implant. Attempts to remove stent after placement may cause damage to esophageal mucosa. As per the instructions for use, ifu0061-4, the user is instructed of the following: step 4 "confirm desired stent position fluoroscopically and deploy stent by removing the red safety guard from the handle. Step 5 continue deploying stent by squeezing trigger. Note: each trigger squeeze will deploy stent by an equal amount. Step 10 when stent point-of-no-return has been passed; pull safety wire out of delivery handle near wire guide port. Step 11 continue deploying stent by squeezing trigger. Step 12 after deployment, fluoroscopically confirm full stent expansion. Once full expansion is confirmed, introduction sys can be safely removed." From the info provided, the pt did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The evolution stent was delivered to the target site. The user removed the safety wire and deployed the stent. The physician found the stent cannot completely separate from the delivery sys after the stent was fully deployed. The stent was removed from the pt with the delivery sys. No adverse effects to the pt have been reported as occurring.